Event description:
Pt has a PICC line inserted to left chest area. She comes to (B)(6) for cubicin IV. Cubicin was hung and had infused about 6 minutes and (B)(6) saw the pt's shirt was wet. The tubing had broken from end, leaving the pt's line open and bleeding. The port was clamped and cubicin stopped. Pharmacy was notified for new bag of cubicin. Materials management was notified about the primary tube breaking. Pt was not hurt.